Manufacturer narrative:
Findings: unit had intermittent bolus express button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer¿s blood glucose was unknown mg/dl. Customer also stated that display was cracked. After troubleshooting, customer was advised that insulin pump would need to be replaced.